Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a high blood glucose of 900 mg/dl and diabetic ketoacidosis. The customer lost the feeling in their legs. The incident occurred while the customer was playing cards with their friends. The customer was wearing the insulin pump at the time of hospitalization. His current blood glucose was 257 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no anomalies noted on the reservoir, set or site. The device settings were programmed accurately. The caller did not perform a high pressure test. The insulin pump was not returned for analysis.